Manufacturer narrative:
The returned device was visually and functionally tested and passed the inspection as per specification. The visual inspection showed that the shaft was intact with no apparent issues and the reported leak could not be reproduced. Many aspiration / injections performed without having air bubbles or leaking through the valve when the catheter was inserted and moved in different positions.

Event description:
During a cryoablation procedure, there was heparinised saline slowly leaking from the valve of the flexcath steerable sheath while the arctic front catheter was inserted inside the sheath. After an initial round of ablations was performed, the arctic front catheter was removed, vein isolation was checked, and the arctic front catheter was re-inserted into the flexcath sheath to perform further ablations. All catheter insertions and removals were performed with the flexcath valve fully submersed in sterile saline to prevent air ingress. Two minutes into the ablation, the patient had elevated st segments in the inferior leads of the ECG. Pacing was commenced and the patient's oxygen was increased. The ECG changes resolved after approximately 2 minutes. No further issues were noticed and the case was completed without incident.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.